Event description:
The reporter stated the device gave an error alarm of "error 1720" during programming, then this error occurred later. The patient switched to her backup pump. No adverse effects reported.